Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3 syringes of juvederm volbella xc in the forehead. Eight days later, the patient presented with signs of infection on the forehead, swelling of the whole face and difficult to open eyelid. Patient also experienced redness, itching and swelling of the right eye, which looked like a sty with pain when trying to blink. Four days later, hcp noted hyaluronic acid remained in the center part of the forehead, but no inflammation reaction occurred. Slight swelling persisted on the lower part of the cheek, painful if give press above the both sides of the eyebrow. Patient was treated with hirax, cefaclor, chlorpheniramine, prednisolone, and famotidine oral. Symptoms of itch and redness improved but other symptoms ongoing.